Event description:
It was reported that the patient had difficulties inserting the cannula and that the needle retracts, resulting in a needle mechanism failure. Pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.